Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-03124. It was reported that during a pacemaker implant procedure, the right ventricular suture sleeve was ripped down and caused an insulation breach. When the physician tried implanting another right ventricular lead, the suture sleeve was again cut causing additional insulation break. The physician did not use both the leads and replaced the lead. The physician thought that there was an issue with suture sleeves. The patient was stable post procedure.

Manufacturer narrative:
A complete lead measuring 53.0 cm was returned for analysis in one piece. The damage found was sustained during the surgical procedure. The lead was otherwise normal.